Event description:
During prep there was no image - the catheter was removed and replaced and was not used on the patient. Manufacturer response for volcano refinity short tip rotational ivus catheter, volcano refinity short tip rotational ivus catheter (per site reporter) site notified mfg rep directly.